Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer was unable to move universal surgical manipulator (usm) 2 and it kept faulting out. Technical support engineer (tse) reviewed the logs and found errors 32068 and 32098 for usm 2. Prior to calling, customer power cycled the system four times and it faulted each time. Tse had them hard power cycle the patient side cart (psc), but it faulted when powering up. The customer disabled usm 2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to replicate the issue, however, found the errors in the logs and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and during visual inspection no problem related to reported error was found. Fa checked and verified errors 23068 and 32098 in the logs, the unit was then installed on an internal system and powered on. System powered on with no errors or faults, instruments were installed and drove system. During drive there were no errors or faults so removed instruments and power cycled and drove system several more times with no errors or faults. The usm was installed onto a patient side cart fixture test platform (pftp) where it passed with no issues. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.